Manufacturer narrative:
The field service engineer (fse) performed full decontamination and built special wash settings. The fse increased the repeated limit of alb samples from 3.7 g/dl to 6.0 g/dl, which will repeat every alb sample that goes through the analyzer. He also adjusted the centrifuge speed and the spin time. The fse did operational and/or mechanical checks and the instrument was performing within specifications. Qc was performed and it was acceptable. The root cause was due to an environmental issue. The service actions done resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The cobas c502 analyzer serial number was (B)(6). The root cause was environmental. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 20 patients' samples tested with albumin (alb2) assay on a cobas 8000 cobas c502 analyzer. The customer stated that the results for the 20 patients' sample were less than 3 g/dl while their previous results were close to 5 g/dl. Discrepant results for 2 patients' samples were provided. Sample 1: initial result: 2.44 g/dl. Repeat result: 4.3 g/dl. Sample 2: initial result: 2.66 g/dl. Repeat result: 4.56 g/dl. The repeat results were deemed to be correct.